Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions was identified during the device evaluation: fiber breakage based on the results of the investigation, cause of the suggested event could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subjected device exhibited a fiber breakage. There were no reports of patient involvement.